Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient who underwent a primary breast augmentation with two 255cc mentor memorygel breast implants mentor medical devices experienced bilateral breast implant rupture. It was also reported that the patient has developed late onset seroma in the left breast; it was aspirated during the explant surgery. There was no sign of infection, and a specimen was sent for cytology and culture. No information was provided regarding the testing result of the seroma fluid. It was also reported that the patient developed bilateral capsular contracture (baker grade 3). As a result, the patient underwent bilateral explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
(B)(4).